Event description:
Reference number (B)(4). Event occurred in the finland. It was reported by the patient's infusion set cannula was fractured. The patient replaced the infusion set and insulin was resumed successfully. No further information available.